Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the ilet insulin pump was dropped when the infusion set tubing snagged on a gate, causing the device to strike the ground face down and the screen to crack, after which the display was readable, but the touchscreen did not respond. Symptoms included no injury to the user. Outcomes included interruption of normal device use requiring replacement without medical intervention. Customer care provided support that included collection of event details and coordination for device return for evaluation. Investigation of this case revealed physical damage to the user interface consistent with impact. It was concluded that the device failure resulted from accidental damage due to user handling rather than a malfunction of the device.